Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the device occurred alarming and the indicators on the front panel of the device went out. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device was not returned to olympus medical systems corp. (Omsc) for evaluation.based upon evaluation on the similar events, omsc concluded that the pressure sensor on the main circuit board of the device was damaged accidentally. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected. The failed sensor in this event had been manufactured before the correction was implemented. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual of the device states the corresponding method in case of an abnormality.